Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Review of the event history was able to verify the reported problem. Functional testing was able to duplicate the reported problem. It was determined that the faulty dso sensor was the root cause. The dso sensor was replaced. The service history review identified a repair for a similar issue, however it was undetermined if the issues were related.

Event description:
It was reported that the device exhibited an error alarm for cassette not attached properly/downstream occlusion. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.